Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed new sensor during warm up. The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device passed a voltage test. Pairing with nordic bluetooth device: passed. The share log was reviewed and confirmed the complaint. The probable cause could not be determined via product. In addition, an early sensor expiration was found in connection to the reported allegation. The reported event of a new sensor request during warm up is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.